Manufacturer narrative:
H2, h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was not fully booting. Upon bootup, the system would display the splash screen. The system would then display several error messages, including "failed to start pulse audio" and "a start job is running." Troubleshooting steps were performed. The manufacturer representative performed a hard reboot. Upon bootup, they held the shift key on the keyboard, but it did not resolve the issue. The manufacturer representative then performed a soft reboot of the system, and the issue resolved. It was noted that the manufacturer representative had to move the system into the operating room (or) for a surgery and could not complete additional troubleshooting. It was further reported that the manufacturer representative was on site and noticed a couple more issues with the system. Initially, the system would boot to the black splash screen but would then go to another black screen with additional scripts, including the "failed to start pulse audio" message. It was noted that three hard reboots did not resolve the issue, but a fourth did. After this, the manufacturer representative powered the system down, and upon booting it back up, the system displayed a blue screen with the message "system has detected an issue during startup," as well as "ubuntu" and "advanced options for ubuntu." The system eventually booted up on its own. After one more power down/power up cycle, the system booted to the black screen with scripts as before. No patient involvement was reported.